Event description:
It was reported that the patient had a pump exchange due to thrombus in the outflow graft. The explanted pump would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an extrinsic outflow graft obstruction was confirmed via the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 7.0¿ from the pump header. The remainder of the pump cable, as well as the modular cable and apical cuff, were not returned for evaluation. The sealed outflow graft was detached from the pump cover. The sealed outflow graft and bend relief collar were both returned detached from the pump cover outlet port. The outflow graft bend relief was returned attached to the graft. Upon removal of the bend relief, a ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end. Tissue accumulation was present within the deformation, filling in the space between the graft and bend relief, and is consistent with an extrinsic outflow graft obstruction that appeared to be present during patient support. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device captured a decrease in pump flow over time. The pump appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 5 under "attaching the sealed outflow graft to the pump" contains instructions for the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.